Manufacturer narrative:
The system 7550 esu, electrosurgical unit was not returned to conmed corporation for evaluation. Without the involved electrosurgical unit, an investigation to verify and/or to determine the root cause of the alleged incident therefore could not be performed. However, received information from the medical link distributor in jamaica revealed the fact that high frequency rf current can wander in the absence of proper grounding regarding electrosurgical generator devices. Due to this finding the distributor representative visited the end-user facility and conducted electrical testing within the suspect operating suite. The initial inspection revealed numerous electrical anomalies within the electrical circuits of the operating suite. As a result of this finding, in mid-november an electrical contractor was called to evaluate the operating suite electrical circuitry. Electrical continuity of the circuits was tested and earth continuity of the circuits revealed that the circuits were open with no grounding present. Numerous recommendations were suggested by the electrical contractor to the end-user facility on the much needed corrections to the electrical system for the operating suites. These electrical recommendations were accomplished to correct the electrical problems within the operating suites of this user facility. Reportedly, the physician involved in this incident had decided that the problem was due to improper or no grounding of the high frequency rf current within the surgical suite that linked to electrical circuitry and not the use of the system 7550 esu. The physician elected to retrieve the involved system 7550 esu from the distributor and placed the unit back into clinical service. Despite numerous appeals made to the physician to return the alleged esu to be evaluated by conmed authorized service center; the physician declined, but agreed that if this type of incident occurs again he will have the esu returned to conmed service center in the us for a complete evaluation and service. Due to the physician's refusal to return the esu, there will not be an evaluation of the suspect device. This esu was manufactured on 29-june-2014. A review of the DHR, device history record, for this device found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported event. It should be noted that investigation into this reported incident also revealed that it is a common practice by this physician that the disposable dispersive electrodes and the disposable abc electrical handpieces are reused by his operating team on numerous patients despite the labeling of the products, which labeled as single-use devices. Both the disposable dispersive electrode and the disposable abc handpiece were utilized in the reported incident. However, it is not known if these two unidentified items (dispersive electrode and abc handpiece with no lot # provided) were the first use of these devices or if the devices were reused during this reported event. Based on the investigation results and all available information, it is believed the most like cause of this reported incident is user facility related due to improper grounding and/or reusing of single use/disposable devices. The device in question, the system 7550, is an electrosurgical unit (esu) with argon beam coagulation, that combines conventional electrosurgical features (both monopolar cut and coagulation and bipolar) with argon beam coagulation in a full capacity, mobile, electrosurgical system. It is designed for enhanced control of bleeding and for the electrosurgical destruction of tissue in multi specialty procedures in the operating room or the endoscopy suite. A 2-year review of product history for this device family revealed this as an isolated incident. As reported, the system 7550 esu was placed back into clinical service on 03-dec-2014. To date, there have not been any adverse events reported by the end-user or end-user facility. An education letter will be sent to the user facility to reiterate the importance of proper grounding of electrosurgical equipment and following the product labeling for single use devices.

Manufacturer narrative:
Information received from the distributor in (B)(4) indicated that the dispersive electrode pad, the abc handpiece, and the abc dissecting blade were already discarded at the user facility following the completion of the surgical procedure and will not be returned to conmed for evaluation. However, the distributor reported that the system 7550 electrosurgical generator has been shipped to conmed, but that it has not yet been received to date. A supplemental and final report will be filed upon receipt of the device and completion of the evaluation. Device not yet received of conmed.

Event description:
The customer reported that after the use of the system 7550 electrosurgical generator with the dispersive electrode pad and the abc handpiece in a c1-c3 anterior cervical discectomy and fusion (acfd) procedure, the patient allegedly sustained superficial burns with patches of second degree burns on the back of the neck surrounding the surgical site and around the mouth. The photograph provided by the user facility revealed the "burned" area as consisting of a "square" patch of the tissue surrounding the surgical incision and underneath the initial surgical dressing. Follow-up information received from the end-user facility revealed that the reported burn was not present at the end of the surgical procedure and that the surgery was completed with no complications or patient injury. The reported burn was discovered the next day when the surgical site dressing was removed thus revealing the reported burn. As reported, treatment for the reported burn included topical creams of fucidin cream and bnt powder. The reported postoperative complication (burn) did not result in a prolonged hospitalization. However, the burn is reported as expected to take some time to heal and may require plastic surgery in the future. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.